Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the (B)(6) reported false susceptible results for amoxicillin / clavulanic acid (augmentin) in association with the vitek 2 ast-n199 test kit ((B)(4), lot 569359210, expiry 14oct2016). Disc test provided augmentin result of "resistant" (r). The patient strains were sent to a different laboratory ((B)(6)) for additional testing via vitek 2 ast-n199 test kit (same lot number). The augmentin result was r, as expected. The customer stated that review of all lab reports seems to indicate a heterogeneous e. Coli. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. Culture submittals have been requested by biomerieux for internal investigation.

Manufacturer narrative:
Following initial report submission, and prior to internal biomérieux investigation, it was reported by the customer that this blood culture specimen contained two (2) strains of escherichia coli. Strain 1 was amc susceptible and strain 2 was amc resistant. The reports initially received from the customer were related to two (2) different strains. Upon realizing there was a mixed culture, the customer refrained from sending a submittal for testing. The vitek® 2 ast-n199 cards are performing as expected. Vitek® 2 ast-n199 lot 569359210 passed on initial qc performance testing. There were no issues observed with amc on initial qc performance testing.